Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. Caller removed cartridge and inspected components as instructed by technical support. After cleaning and reattaching the cartridge, caller successfully completed the load process and resumed insulin therapy.